Event description:
It was reported that the patient received inappropriate therapy because the device detections failed to withhold the therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable tachy lead, (B)(6) 2005. (B)(4).